Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is able to read "ok," but has blurry distance vision and double vision. When watching tv, he cannot clearly see the smaller letters and even some of the larger letters are not as sharp as they should be. He stated the surgeon told him, after having the implants, that he may have to wear glasses. The consumer reported being disappointed of having to wear glasses. In a f/u, the surgeon reported the iol is in the bag and no posterior capsule opacification has been observed. The surgeon reported that lri (limbal relaxing incision) was done during the implant surgeries. There were no medical or surgical interventions required and the pt's current uncorrected visual acuity (ucva) is 20/30 distance and 20/25 near. The surgeon reported, in his opinion, the iol did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided which indicated an unapproved viscoelastic was used. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/14/2012 and 02/21/2012 by phone, fax and mail. A completed questionnaire was received on 02/22/2012. (B)(4).